Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported lower values when scanning the adc freestyle libre sensor. On (B)(6) 2020 at 10:20 a.m., the customer received unspecified low readings and experienced "cold sweats, white eyes, inability to speak" and received unspecified treatment by a non-hcp. A sensor scan of 156 mg/dl was obtained compared to a blood glucose of 207 mg/dl obtained on the adc meter. Ambulance was called as the customer was "going into a diabetic shock" and the customer was treated with unspecified units of insulin by emergency services on the way to hospital. There was no report of death or permanent injury associated with this event.